Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed the functional testing which included the rewind, basic occlusion, occlusion, priming, excessive no delivery and displacement tests. There was no trace of moisture at the electronic or motor assemblies per visual inspection. The insulin pump was received with cracked case at the display window corners, cracked display window, cracked belt clip slot and cracked battery tube threads. The device was received with minor scratches on the display window, missing end cap stickers and partially broken reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels, hospitalization and damage on the insulin pump. Customer's blood glucose level was 472 mg/dl and they experienced diabetic ketoacidosis. Customer advised when they brushed their teeth the insulin pump fell and got wet. Troubleshooting for the insulin pump exposed to fluid was performed. Customer was able to perform and pass the self-test. Troubleshooting for the cosmetic damage on the insulin pump was performed. Customer advised that there were two cracks in the left and right hand corner. Troubleshooting for high blood glucose was performed. Customer experienced nausea, vomiting, abdominal pain, diabetic ketoacidosis and was hospitalized. Customer was wearing the insulin pump at the time of the hospital visit and was placed on insulin drip. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.